Event description:
The patient reported that about a week or so ago, he slightly bumped the device into something, and the needle popped out of his skin, so he had to replace the v-go with another. He advised this happened twice and both had to be replaced with another to be sure he received his insulin. Both devices had been discarded so no device is available for return to the manufacturer for evaluation.